Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a or additional information has been received from the reporter. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Package insert reviewed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.undetermined.